Event description:
During a review of programming history for this vns patient on (B)(6) 2012, it was noted that the patient was inadvertently left at settings indicative of a faulted system diagnostic test that occurred on (B)(6) 2007. The patient was programmed back to efficacious settings on (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.